Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting the warning power on reset (por) message on their programmer screen and their therapy stopped working. The patient noted that the issue was noted 2 weeks ago. There was no recent electromagnetic interference or environmental exposure noted to be related to the issue. The patient was advised to contact their healthcare provider to clear the por. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstance that led to the por message was normal battery depletion, they had been using their device about 4 years. The patient reported that no action had been taken to resolve the por message and their loss of therapy yet as their husband had some serious medical issues that had to come first. No further complications were reported.